Event description:
The customer reported there was a problem with the image from the camera head. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was no image from the camera head. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, there was no image from the camera head. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device was shipped according to specifications. Based on the results of the legal manufacturer's investigation, the image failure likely occurred because the video function did not work properly due to a defective charge-coupled device. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device. In addition, there were kinks and a cut on the cable. Per the legal manufacturer, the other device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.